Event description:
Physcian placed a porta-cath in the right subclavin area. Patient complained of shortness of breath after being transferred from operating room table to cart. Anesthesia called to see patient. Orders received and patient taken to recovery. Physcian notified. Chest x-ray completed at 1335 in post anesthesia recovery. Physician there at 1340-he looked at x-ray and placed chest tube right chest. X-ray read by radiologist at 1545 as right pneumothrox 45%. In evaluating this situation whether or not to report, I found a contradiction in the federal register whether or not this is a reportable event. There is an injury requiring immediate placement of chest tubes and which if ignored could be life threatening. However, this is not an unexpected complication of a port-a-cath, nor is it a device failure. It would be great to have these grey areas clarified in the final lawdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.